Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was connected to wall power during a thunderstorm and experienced a power outage on (B)(6) 2026. The patient lost power to the mobile power unit (mpu) and the system controller switched to the emergency backup battery (ebb) for power supply. The patient had ebb fault alarms and they switched to their backup controller themselves. The ventricular assist device (vad) coordinator later stated this controller exchange was likely unnecessary and the patient could have restored power to their pump if they placed themselves on battery power and called the vad coordinator to troubleshoot the ebb fault alarm. The patient was educated. There were no patient consequences due to the system controller exchange. When the vad coordinator plugged the system controller into the heartmate touch, the controller started charging and seemed to receive power as it was fully charged. The vad coordinator sent log files for technical services to review to ensure that the system controller was safe to use before a replacement was issued. Technical services reviewed the log files and verified that there were low voltage hazard and no external power events on (B)(6) 2026 at 07:26 while the patient was using the mpu. They also saw that the mpu lost total power, which enabled the ebb in the controller until power was restored to the mpu. The event lasted around 6 seconds. They also noted ebb faults on (B)(6) 2026 at 07:43, which continued for the remainder of the data capture until the controller was disconnected at 07:45. After technical services was consulted, the ebb in the original system controller was replaced and it was used as the backup controller moving forward.